Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported erratic blood glucose readings from 42 mg/dl to 500 mg/dl with her normal range being 70/120 mg/dl. She stated she has noticed that if she waits to change her insulin infusion set until late on the 3rd day of use, her reading will elevated as high as 500 mg/dl. During troubleshooting, the basal history, alarm history, and bolus history on the patient's insulin infusion device was checked and found to be accurate. The patient stated she only rotates her site in her abdomen area and she has a lot of scar tissue. Troubleshooting did not find any issues with the product. The patient was sent an insertion aid device, infusion sets, and a guide to site management. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was requested to be returned for evaluation.